Event description:
Drill bit broke off while drilling into the bone of right heel. Unable to retrieve drill bit, left inside patient.this drill bit intact would measure approximately 3". The retained piece was approximately 1mm long.it was not retrieved as the surgeon felt the retrieval would injure the patient.